Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), genital haemorrhage ("abnormal bleeding (general)"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and abortion spontaneous ("miscarriage") in an adult female patient who had essure (batch no. 676712) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 1 ((B)(6) 2008), endometriosis, chest pain, shoulder pain, simple renal cyst and retroverted uterus. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), uterine prolapse ("uterus was falling out"), tooth disorder ("dental problems"), abdominal pain ("abdominal pain") and pelvic pain ("pain") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (supracervical hysterectomy (uterus only)). Essure was removed. At the time of the report, the fallopian tube perforation, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, uterine prolapse, tooth disorder, abdominal pain and pelvic pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, fallopian tube perforation, genital haemorrhage, pelvic pain, pregnancy with contraceptive device, tooth disorder and uterine prolapse to be related to essure. The reporter commented: she did not allege that essure caused birth defects diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2011: total bilateral occlusion. Pregnancy test on (B)(6) 2010: negative; on (B)(6) 2010: negative. Pregnancy test urine on (B)(6) 2010: negative; on (B)(6) 2010: negative. Urinary system x-ray on (B)(6) 2011: total bilateral occlusion. Lot number: 676712. Manufacturing date: 2009-09, expiration date: 2012-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2019: quality-safety evaluation of ptc. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), genital haemorrhage ('abnormal bleeding (general)'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('miscarriage') in a 27-year-old female patient who had essure (batch no. 676712) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 1 (B)(6) 2008), endometriosis, chest pain, shoulder pain, simple renal cyst and retroverted uterus. Concurrent conditions included asthma. Concomitant products included salbutamol (albuterol hfa). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 2 days after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), uterine prolapse ("uterus was falling out/ reproductive system diaorder or condition type of disordder or condition: uterus was falling out"), tooth disorder ("dental problems"), abdominal pain ("abdominal pain"), pelvic pain ("pain/ pressure double in half at times from pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (supracervical hysterectomy (uterus only)). Essure was removed. At the time of the report, the fallopian tube perforation, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, uterine prolapse, tooth disorder, abdominal pain, pelvic pain and abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, fallopian tube perforation, genital haemorrhage, pelvic pain, pregnancy with contraceptive device, tooth disorder and uterine prolapse to be related to essure. The reporter commented: she did not allege that essure caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pregnancy test - on (B)(6) 2010: negative; on (B)(6) 2010: negative. Pregnancy test urine - on (B)(6) 2010: negative; on (B)(6) 2010: negative. Urinary system x-ray - on (B)(6) 2011: total bilateral occlusion. Lot number: 676712. Manufacturing date: 2009-09, expiration date: 2012-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2019: pfs received: new event severe cramping was added. Reporters, concomitant condition and drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), genital haemorrhage ("abnormal bleeding (general)"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and abortion spontaneous ("miscarriage") in an adult female patient who had essure (batch no. 676712) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 1 ((B)(6) 2008), endometriosis, chest pain, shoulder pain, simple renal cyst and retroverted uterus. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), uterine prolapse ("uterus was falling out"), tooth disorder ("dental problems"), abdominal pain ("abdominal pain") and pelvic pain ("pain") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (supracervical hysterectomy (uterus only)). Essure was removed. At the time of the report, the fallopian tube perforation, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, uterine prolapse, tooth disorder, abdominal pain and pelvic pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, fallopian tube perforation, genital haemorrhage, pelvic pain, pregnancy with contraceptive device, tooth disorder and uterine prolapse to be related to essure. The reporter commented: she did not allege that essure caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pregnancy test - on (B)(6) 2010: negative; on (B)(6) 2010: negative. Pregnancy test urine - on (B)(6) 2010: negative; on (B)(6) 2010: negative. Urinary system x-ray - on (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 30-apr-2019: pfs and mr received- previously reported event "injury" updated to "pelvic pain, abdominal pain", events- "abnormal bleeding (general), pregnancy (stillbirth or miscarriage), miscarriage, device ineffective, uterus was falling out, perforation (fallopian tube(s)), dental problems", reporter, lot number, medical history, lab data added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.